Manufacturer narrative:
.

Event description:
The pt fell and developed a short due to lead fracture (confirmation method unk). Since then, the implantable pulse generator overheated during recharging and caused a burn. A dime-sized area of skin sloughed off. There may have been more than one open area. The burn became infected and was treated with an ointment and oral pain medication. The open area(s) were reported to have healed. The pt also felt no stimulation sensation and experienced pre-existing pain associated with the event. He was last seen in clinic in 2008. The device remained implanted. System revision surgery for lead fracture and implantable pulse generator flipping and overheating was pending. The hcp reported the pt outcome as "not determined."